Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultrasmart meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018, he obtained the unknown error message ¿not accepting strip¿. The patient manages his diabetes insulin, which he self-adjusts. He reported that between (B)(6) 2018, he consumed more food/drink. He reported that an unknown time after the start of the alleged issue, he developed symptoms of ¿dizzy, stomach pain, fuzzy, memory issue and dry mouth¿. He denied receiving any treatment for his symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Dizzy, stomach pain, fuzzy, memory issue and dry mouth, after obtaining an unknown error message on the subject meter.